Event description:
Customer reportedly received result of 289 mg/dl on the advantage system and 126 mg/dl on professional's meter within 10 minutes. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.